Event description:
Removed lead - put nick in lead to advance guidewire - sent lead to medtronic, inc. For analysis. Had to go back in and advanced guide wires, torked the lead with movement due to multiple torking.